Event description:
It was reported that during a procedure fiber broke at 51955j and 2:50 mins of use. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No patient outcome information provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There are no signs of breakage along the fiber. Analysis showed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Cap wear was accelerated due to anatomical procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure fiber broke at 51955j and 2:50 mins of use. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No patient outcome information provided.